Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's personal diabetes manager (pdm) gave multiple uncommanded boluses. This resulted in the patient's blood glucose level to go severe low (54 mg/dl).